Event description:
It was reported that two x-tip drills separated during a procedure. As of this report, there is no indication that intervention was performed as a result.

Manufacturer narrative:
Though there is no indication that a serious injury resulted in this event, there have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event is reportable per 21 cft part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.